Event description:
All buttons on spirit pump no longer respond, but screen still displays her basal rate. Customer noticed that buttons were unresponsive when she attempted to give self a bolus. The rubber portion of the up button is tearing off. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.